Event description:
The doctor implanted the lens before he realized the haptic was bent. The lens was removed whole and the doctor finished with one stitch.

Manufacturer narrative:
See MDR 1920664-2009-00137 for the delivery device used with this intraocular lens.